Manufacturer narrative:
(B)(4). (B)(6). The motor device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged. It was noted that the lock was defective, the motor control unit was damaged, there was liquid damage, and hose was torn. It was also noted that the device failed pre-repair diagnostic tests for cutter lock assessment, motor thermistor assessment, safety assessment, noise assessment, handpiece temperature assessment, and hand control assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.